Manufacturer narrative:
Product event summary - the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed that there was one episode with a ventricle to ventricle interval less than 220 milliseconds on 2016-05-08.

Event description:
It was reported that there was an increase in sensing integrity counters on the right ventricular lead. The lead sensitivity was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.